Manufacturer narrative:
Cook fusion omni-tome (fs-omni). Investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. The distal 1.3 cm is coated with an unknown dried substance. Approximately 20.4 cm to 20.5 cm from the distal end, the wire guide covering has folded over itself. The wire guide is frayed exposing the core wire from 21.1 cm to 21.4 cm. There are several kinks in the distal 25 cm and the wire guide coating feels rough throughout the length of the wire guide at approximately 39.3 cm - 82.8 cm, 123.1 cm -124.4 cm, 128.7 cm - 128.8 cm, 134.2 cm, and 137.8 cm - 164.5 cm. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation evaluation: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instructs the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instructs the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use precautions the user that this product is not compatible with metal tip devices. "Use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide." The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. H3 other text : continued from section d 11: cook fusion omni-tome (fs-omni) investigation evaluation: our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. The coil spring is still attached to the distal end of the wire guide. The distal 1.3 cm is coated with an unknown dried substance. Approximately 20.4 cm to 20.5 cm from the distal end, the wire guide covering has folded over itself. The wire guide is frayed exposing the core wire from 21.1 cm to 21.4 cm. There are several kinks in the distal 25 cm and the wire guide coating feels rough throughout the length of the wire guide at approximately 39.3 cm - 82.8 cm, 123.1 cm -124.4 cm, 128.7 cm - 128.8 cm, 134.2 cm, and 137.8 cm - 164.5 cm. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. During the initial exchange of the sphincterotome off of the wire, it was very, very difficult. The coating on the wire was noted to be rough, approximately 100 cm from the dital end of the wire. Another of the same wire guide, with a different lot, was used to complete the procedure successfully with no difficulties. There was no reportable information at this time. The device was received for evaluation on (B)(6) 2017, and it was noted there was coating damage approximately 21 cm from the distal end of the wire guide.